Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown head, unknown cup. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.

Event description:
It was reported that the a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to femoral bone fracture approximately 23 years post implantation. The fracture was cabled and no implants were revised. Attempts have been made and additional information on the reported event is unavailable.